Manufacturer narrative:
The device was not returned to olympus for inspection, however the alleged failure was confirmed based on the information from customer and field service engineer (fse). A root cause could not be identified. Based on the results of the investigation, it is likely the presence of moisture inside the device led to corrosion on endoscope socket and base plate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited corrosion on base plate and endoscope socket. There was no patient involvement.